Event description:
It was reported that post prosthetic mr on (B)(6) 2018, there was evidence of ra lead dislodgement into the rv causing pvc and undersensing. Patient was not pacer dependent. Lead was explanted and replaced successfully. Patient was stable.

Manufacturer narrative:
Parital lead was returned in two segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.